Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned within the capsule of the delivery system. The valve was removed and forwarded to the santa ana rpa lab. The valve was received submerged in clear 0.2% glutaraldehyde solution inside a heart valve return kit jar. As received, all leaflets were in a partially closed position with a gap between the free margins. The leaflets were stiff with signs of severe creases and frame imprints. Conditions may be associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures appeared intact. The valve appeared discolored showing evidence of blood contact. The device was received compressed with the inflow exhibiting an elliptical appearance. The tissue around the valve skirt appeared dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was loaded, during the fluoroscopic valve check it seemed to be a successful load, therefore the team proceeded with the implant. When the valve was deployed until the point of no recapture, an infolding through the entire valve was reported. The valve was removed. After the procedure, when reviewing the imaging, it was noticed that probably the infolding was already present at the fluoroscopic check. The health care professional (hcp) who loaded the valve was not very experienced, however the medtronic representative was together with him and assisted through every step. The system was replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload was present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not identified and the valve was used for implantation. There is evidence that a pre balloon aortic valvuloplasty was performed. During valve deployment attempt, an infold was visible. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was replaced with a new system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.